Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that skyplate was dropped and now facing issues. The device was not in clinical use and there was no patient or user harm. The field service engineer (fse) conducted an analysis and confirmed that the exposure did not occur, resulting in unusable images. Physical damage was observed caused by the detector being dropped. Fse replaced the damaged detector, performed calibration, and system returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate was dropped and now facing issues. The device was not in clinical use and there was no patient or user harm.